Event description:
The pt reported difficulty with charging the implant. An advanced bionics representative met with the pt for device evaluation. The problem was confirmed. Explant surgery has been recommended.